Manufacturer narrative:
A ge service rep performed an onsite investigation. The transformer was restrapped. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a large humming noise and would not boot up during a procedure. No pt injury was reported.